Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that while using an unknown bd eclipse vacutainer blood safety needle, the safety shield is detaching from an unspecified number of devices. No patient imapct reported. The following information was provided by the initial reporter: "customer states - two ecri healthcare systems report that the eclipse vacutainer blood needles¿ safety shields are detaching. Eclipse vacutainer blood safety needles the safety shield may detach, leaving the contaminated needle exposed.

Event description:
It was reported that while using an unknown bd eclipse vacutainer blood safety needle, the safety shield is detaching from an unspecified number of devices. No patient impact reported. The following information was provided by the initial reporter: "customer states - two ecri healthcare systems report that the eclipse vacutainer blood needles¿ safety shields are detaching. Eclipse vacutainer blood safety needles the safety shield may detach, leaving the contaminated needle exposed.

Manufacturer narrative:
Unknown manufacturer: a catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device catalog #: unknown d4. Medical device lot#: unknown d4. Medical device expiration date: unknown h.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. H4. Device manufacture date: unknown.